Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of over 600mg/dl due to a bent cannula. Troubleshooting found that the customer was using expired infusion sets and was advised on proper insertion technique and to not use expired sets. Customer declined high blood glucose troubleshooting.